Event description:
It was reported that the customer went to the doctor yesterday and noticed that the buttons were hard to press to get to the screen on the insulin pump. Customer stated that all the buttons were part of the issue. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to flattened esc and act button dome switch. The device had cracked reservoir tube lip and minor scratched lcd window.